Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient called their hcps (healthcare professional) office on friday ((B)(6) 2014) and reported the pump was alarming. The patient went in and they saw several motor stalls in the pump logs (confirmed in logs). The logs showed that the pump had stalled 4 times a day for 2 days. Some stalls were only a few minutes, others were 2 hours. A "false motor stall/telemetry state related to MRI" was reported with a recovery within 2 hours. It was noted the eri was in 6 months. At pump replacement, the catheter would not aspirate and they were able to see "frank leaks in pocket". A catheter break was reported at the distal segment and pump connector. Dye study showed the lead was intrathecal. The catheter was replaced. It was noted the patient did not feel pain relief, had withdrawal symptoms that were noted to be "not severe". The location of issue/symptom was noted to be the device pocket and catheter track. The patients status at the time of report was listed as "alive - no injury". The pump was used to infuse fentanyl.

Manufacturer narrative:
Analysis of the pump found a hole in the pump tube pump head that indicated mechanical wear as well as a deformed pump tube of the pump head. Analysis of the catheter found a hole caused by deep abrasion in the catheter body. The catheter had an area that wore through to the inner lumen and caused the hole.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.